Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for lead extraction due to lead noise. Noise was observed on stored electrograms of non-sustained right ventricular oversensing. The patient was asymptomatic. The lead was extracted. The patient condition is stable.